Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a single inappropriate shock due to noisy signals oversensing. The patient was seen in the clinic and the noise was easily reproduced when the patient was moving from sitting position into lying on their left side. Technical services (ts) provided and discussed trouble shooting options and recommended a x rays. This s-ICD remains in service. No additional adverse patient effects were reported.